Manufacturer narrative:
Event date is estimated. The stent remains implanted in the patient. As the event was reported approximately 10 months after the stent was implanted, the device was not requested for return. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Angina, tachycardia, and restenosis, are listed in the IFU as known potential adverse events. The investigation is not yet complete. A follow-up report will be submitted with relevant additional information. The other cobra pzf stent referenced is being reported under a separate manufacturer report number.

Event description:
An (B)(6)-year-old male patient with medical history of coronary artery disease with percutaneous coronary intervention (pci) of non-target vessel in 2005, known heart failure, diabetes mellitus type 2 (treated with insulin), hypertension, and dyslipidemia, peripheral vascular disease since 2002, and atrial fibrillation, presented with stable angina and elevated troponin t (0.034 ng/ml). Quantitative coronary angiography (qca) showed 70.2% stenosed mid left anterior descending (lad) coronary artery. The patient enrolled in (B)(6) trial on (B)(6) 2018 and underwent pci with deployment of 2 cobra pzf¿ stents (2.75x24mm and 2.75x18mm) in the mid lad. On (B)(6) 2018, the patient was hospitalized for 2 weeks of fatigue and sinus bradycardia (34 beats per minute (bpm)) with first degree block noted. The patient reported three months of burning chest pain ((B)(6) 2018 estimated start of chest pain). Holter monitor showed no bradycardia. Beta-blocker was stopped. Short-lived wide complex tachycardia was noted, prompting angiogram. Angiogram on (B)(6) 2018 showed good long-term result in the circumflex (lcx) coronary artery and diffuse long 50% restenosis in the mid lad stents with 80% restenosis at the distal edge of a cobra stent. The patient was treated with drug-eluting balloon and deployment of an overlapping drug-eluting stent (2.75x8mm) at the distal stent edge. The investigator reported that the event was possibly related to the study devices but not related to the index procedure. Additional information was requested.